Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d4, d9 h3, h4, h6: part 03.010.523, lot l909858: manufacturing site: bettlach. Release to warehouse date: october 31, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual inspection of the complaint device showed the tip had broken off and was still in returned mating device. The tip was not able to be removed from the mating device. The driving cap had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. Dimensional inspection showed the relevant dimensions were conforming. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings relevant actions have been taken to address the identified issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Please refer to the related action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was operating on a patient, who suffered a mid-shaft femur fracture in a motor vehicle accident. The surgeon was using the depuy synthes femoral recon nail system. While trying to advance the femoral recon nail to the correct spot in the femur, the impactor snapped off the frn insertion handle. Leaving part of the impactor in the insertion handle. The surgeon was unable to advance the nail any further which resulted in leaving the nail 5-10mm out of desired placement. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report involves one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).